Event description:
Alleged the bed has no head up function electrically or manually.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.